Event description:
Patient underwent initial posterior instrumentation of l4-s1 approximately 1.5-2.0 years ago. Successful fusion achieved, but progression of disease to l3 necessitated revision to instrument adjacent level. Two of the original pedicle screws broke during attempted removal, and this led to a surgical delay of 45 minutes. One of these pedicle screws was successfully extracted, but screw shank component of the other was left in the pedicle.

Manufacturer narrative:
The explanted product was returned and visually inspected. The reported issue was confirmed. The available information suggests that patient obesity contributed to the need for revision. Review of the associated IFU identified morbid obesity as a contraindication and second surgery and breakage as possible complications. Review of the device history record found no discrepancies which could have contributed to the event. There is no evidence to indicate that the product was manufactured out of specification.